Event description:
It was reported that the patient had a loss of therapeutic effect after she fell. The patient fell 6 months prior on her right buttock, near her implant. Since then, the device has not worked for her. The patient stated she had to have surgery to fix the issue. A lead might have been broken, but it was unclear. No xrays were performed. The patient barely felt the stimulation and there was no relief. The patient was given a fentanyl patch and oral medication for pain control. The patient planned to have surgery. Additional information was requested.

Event description:
Additional information received reported that the patient had problems with coupling and communicating with the device since implant. The patient had not lost or gained weight recently. No x-rays had been taken. After third attempt of antenna locate feature, the patient felt burning sensation in the pocket. The patient reported feeling weak and was sweating. The patient had an appointment with her physician on (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had the implantable neurostimulator (ins) replaced two and a half months ago because "they wouldn't do anything". The patient was not sure if the ins and/or leads were defective or if the ins had reached its end of service. It was also noted that she had "rods" placed in her back. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3777-45, serial# (B)(4), implanted: 2009 (B)(6). Lead model 3777-45, serial# (B)(4), implanted: 2009 (B)(6). Recharger model 37752, serial# (B)(4). Programmer model 37743 ,serial# (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).